Event description:
It was reported that revision surgery was performed. The patient was reportedly asymptomatic but had elevated cobalt levels. Acetabular bone loss reported.

Manufacturer narrative:
Devices not approved for sale in the united states. Please disregard this erroneous report.